Manufacturer narrative:
On october 26, 2022, an analysis of the suspect medical device's photo was completed: investigation summary: upon visual evaluation of the image provided in the complaint, the tissue expander was observed to have a tear on the union between shell and posterior patch. As the product involved in this complaint was retained by the doctor , the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On 10/26/2018, mentor became aware that the suspect medical device will be retained by the customer. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast reconstruction with mentor cpx 4 breast tissue expander 800cc breast prostheses. When the expanders were being replaced with permanent implants, it was discovered by the patient's doctor that the tissue expanders had deflated on both the right and left side. This medwatch form is for the right breast prosthesis.